Manufacturer narrative:
No report of patient involvement. (B)(4). Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that they are receiving a system malfunction message displaying on the screen states to use back up ventilation. There was no report of patient involvement.

Manufacturer narrative:
The customer contacted ge healthcare technical support. Because there was no warranty or contract entitlement, ge healthcare field service was offered. The customer did not request ge healthcare field service and agreed to call back if additional assistance was needed. To date, the customer has not called back. No further information is available.